Event description:
International affiliate reports the valve was implanted in january 2002. The pt experienced underdrainage of cerebrospinal fluid and disturbance of consciousness. The surgeon was unable to modify the pt's intracranial pressure and the device was explanted and replaced.